Event description:
Information was received from multiple sources (manufacturer representative (rep), friend/family member) regarding a patient (pt)who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that patient went to the ER a few days ago for pain and imaging showed their ins "rotated" and that the lead was dislodged. Caller was not present with patient during the call. Caller said they were told by ER staff that there was only one doctor who could take the system out and they were on vacation, so patient would have to wait until monday to have the issue addressed. Caller said an attempt was made to reach the rep but the number was "blocked." Caller was escalated because they were saying rep should be available. Caller said the pain had gotten to the point where the patient couldn't walk and was worried the patient could go septic and possibly die. Agent suggested patient go back to the ER if caller felt they were having an emergency and to ask that ER staff call [manufacturer]. Caller started asking for any other doctors in the area that could remove the device. Agent reviewed physician locator, but it wasn't a guarantee they could see someone as soon as possible. Agent confirmed current managing doctor and discovered they were the only one in the database for 100 miles, which also frustrated the caller. Caller ultimately resolved to take patient back to the ER. Caller asked for a call back from a manager. Agent sent email to escalation team. The rep pcalled in to report that the pt had onset of sciatica symptoms. Pt had been on vacation a month or two ago and had "overdid" it with activity and the sciatica started after this trip. The pt does have prior history of sciatica prior to the system implant. Pt's husband read about an association between sciatica and the system so pt thought the sciatica was related to the device. Pt was told by managing healthcare provider (hcp) to turn off stimulation for now. Pt being seen next monday for further discussion with their managing hcp and the rep intends to be present also. A patient representative called back in and said they were in agonizing pain and unsurvivable pain. No medication will touch the pain the patient has. The device has been turned off but the patient was still experiencing pain. White blood count was elevated. They were concerned it could be causing infection. Patient had no falls or trauma. The issue started around the 20th of september. Patient has a consultation with the doctor on monday. Caller asked if there is any other doctor's in the area that could remove the device sooner. Patient services provided call with doctor listings and told caller that they don't know if they will take the patient sooner since they weren't an established patient.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2zg7h); product type: 0200-lead; implant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.